Event description:
It was reported that the device exhibited an inability to interrogate the device and no response to a magnet. Premature battery depletion was noted. The device was explanted and replaced. The patient was bradycardic but stable before and during with a normal rate after the procedure.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The event of no magnet response was not confirmed. The device was received with normal telemetry communication and output. Magnet response test was performed indicated normal functionality. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found at normal range, with signs of rapid depletion. Hybrid circuitry was tested, and results indicated normal current drain. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.